Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision due to failed hip arthroplasty. Radiating pain in the hip along with limited daily activities for life, and limited range of motion. Blood work revealed elevated metal ion levels and during the surgery, corrosion was found on the stems trunnion. Osteolysis was noted around the cup and psedudotumor, adverse local tissue reaction found in the joint. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00801803603 ¿ cocr head ¿ 61002371; unknown stem ¿ unknown part and lot; unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned for the investigation as the product remains implanted. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 ¿ 02636, 0002648920 - 2020 - 00352.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to pain, limited and painful range of motion, elevated metal ion levels, positive MRI scan, osteolysis, pseudotumor, altr, metallosis and corrosion. The head and liner were removed and replaced. Operative report notes corrosion at bottom of femoral head. Head was removed and corrosive material inside taper of the head as well on surface of trunnion was found. Osteolysis found on acetabulum. Metal was uncovered due to osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.